Event description:
The stone was in place in the basket. The dr was retracting the basket and it separated. The dr placed a counsel catheter and thought the basket wires and stone might flush out without further surgical intervention due to the ureter having been dilated. 10-03-00: contacted the facilities risk manager she stated the pt had been sent to hosp where a second procedure was performed through a ureterscope. A visual examination was performed after removal of the basket and stone, no perforations nor abnormalities were noted. The pt is doing fine.